Event description:
It was reported the intraocular lens haptic would not hold the iol in position. Lens was removed 5 weeks post operative, and another iol implanted without complication.

Manufacturer narrative:
The lens was received and inspected under illuminated 10x magnification. No defects were observed, haptics were intact and met design criteria. The product met manufacturing specifications prior to release. While we are not able to definitively determine the cause of this event, our observation reasonably suggests it is not manufacturing related.